Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for low oxygen flow and 240 vac power source during testing. The evaluation found that the grey foam has been reseated due to failed test. Device passed all testing.